Manufacturer narrative:
(B)(4). The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis manifested by cloudy effluent coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. It was reported that the patient was not hospitalized for the peritonitis event. On unreported date, the patient was treated with ciprofloxacin orally (dosage, frequency, and duration not reported) and unspecified intraperitoneal antibiotics (medication, dosage, frequency, and duration not reported) for the peritonitis event. Dianeal therapies were ongoing. It was reported that the patient was recovering from the peritonitis event and on an unreported date in the same month as onset, the patient was recovered from the cloudy effluent. Additional information was requested but is not available. This is report 1 of 3.

Manufacturer narrative:
(B)(4). A review of all batch record documents was conducted for potentially associated lot numbers gd896845 and gd896597 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. As the sample was not available, an evaluation could not be performed. Should additional relevant information become available, a follow-up report will be submitted.